Event description:
It was reported the pt underwent a revision, decompression and fusion with extension of fusion from l3-l5 up to l2. Wound drain was inserted during procedure and removed prior to discharge. At post-op visit pt was complaining of right sided hip and groin pain. A lumbar xray was performed and a piece of the drain was noted to still be present inside the pt. The pt required an additional procedure to remove the broken piece.

Manufacturer narrative:
The sample was not returned for evaluation. The lot number is unk therefore the device history record could not be reviewed. (B)(4).